Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller power cable ¿not recognizing the battery connection¿ and damage to the strain relief on the system controller power cable was not confirmed as the controller was not returned for analysis. Provided information indicated that the system controller was exchanged and that there have been no further issues since replacing the controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 20jan2016. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was also reported that there was a no external power event which was due to the patient's house losing power while on the mpu. Upon switching from the mpu to the battery the controller power cord did not recognize the battery connection. The damage was noted under the bend relief of the power cable. A controller exchange was performed on (B)(6) 2020 to avoid further issues. No further issues were reported after the exchange.